Manufacturer narrative:
Not returned.

Event description:
On (B)(6) 2017, an 18mm amplatzer muscular vsd occluder (muscvsd) was implanted. Based on the information reported from the family the patient had "another" pulmonary hemorrhage and did not recover. The patient died on (B)(6) 2017. Per report from the hospital, this event is likely related to comorbidities but the exact cause remains confirmed.

Manufacturer narrative:
An event of pulmonary hemorrhage and death were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an 18 mm amplatzer muscular vsd occluder (muscvsd) was implanted. Based on the information reported from the family the patient had "another" pulmonary hemorrhage and did not recover. The patient died on (B)(6) 2017. Per report from the hospital, this event is likely related to comorbidities and not device specific.